Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to customer's blood glucose. Reportedly, customer reverted to using another pump for insulin therapy.